Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected a compromised outer vacuum. The electrical umbilical cable and coaxial umbilical cable were replaced without resolution. The balloon catheter was then replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The data files and the afapro28 balloon catheter with lot number 24198 were returned and analyzed. One patient file was received and recorded on the reported date of the event. The patient file showed two applications were performed using a catheter identified as afapro28/24198. The patient file showed system notice 50032 (the safety system has detected a compromised outer vacuum) during inflation at application #2. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 12 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #50032. During pressure testing of the balloon segment, an inner balloon breach was observed. Dissection of the balloon segment identified an inner balloon material fracture. During inspection of the shaft segment, a broken injection tube was identified 0.58 inches from the catheter tip. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 0.59 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the reported issue (system notice 50032) was confirmed through testing. The balloon catheter failed return inspection due to an inner balloon breach, an inner balloon material fracture, a broken injection tube and a guide wire lumen kink/twist. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.